Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 03mar2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Medical device problem code: (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Five to six weeks after the procedure, the patient developed abscess and it was noted that there was a rectal wall infiltration that led to a fistula. The patient received 3 or 2 out of 6 treatments and then it was placed on hold.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Five to six weeks after the procedure, the patient developed abscess and it was noted that there was a rectal wall infiltration that led to a fistula. The patient received 3 or 2 out of 6 treatments and then it was placed on hold. As of march 30, 2022, additional information received stating that the procedure was done under local anesthesia and fiducials were administered transperineally. Patient received external beam radiation therapy (ebrt).

Manufacturer narrative:
Additional information received on march 30, 2022 update on the following: block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 03mar2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.